Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Corrected: h4 (device manufacturing date).

Event description:
The following was reported to hamilton medical ag: summary: unstable patient, midnight, few and stressed staff. At midnight when the date was changed, the message 'preventive maintenance due' was issued exactly one year after maintenance. The staff did not know that this message could be reset and, in desperation, replaced the ventilator.

Event description:
The following was reported to hamilton medical ag: summary: unstable patient, midnight, few and stressed staff. At midnight when the date was changed, the message 'preventive maintenance due' was issued exactly one year after maintenance. The staff did not know that this message could be reset and, in desperation, replaced the ventilator.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Corrected: h4 (device manufacturing date). A detailed investigation was performed by an expert from the technical service: the investigation and logfile analysis showed that on the event date at midnight when the date was changed, the message "preventive maintenance due" was displayed and recorded by the device exactly one year after last maintenance. The device did not switch to ambient mode, ventilation continued, but not knowing that the message preventive maintenance due could be reset, hospital staff replaced the device. The root cause was determined to be a lack of user knowledge that the message preventive maintenance due could be reset immediately while ventilation continues. No correction was done. The service technician performed a preventive maintenance and returned the device to the customer for use. Although there was no device malfunction and the root cause was determined to have been a user error this case was assessed reportable because the user exchanged the ventilator which - in a worst case - could have led to a deterioration of the state of health of the patient.

Event description:
The following was reported to hamilton medical ag: summary: unstable patient, midnight, few and stressed staff. At midnight when the date was changed, the message 'preventive maintenance due' was issued exactly one year after maintenance. The staff did not know that this message could be reset and, in desperation, replaced the ventilator.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.